Manufacturer narrative:
The root cause of the patient's hematoma could not be determined, as the product and data logs were not returned. A manufacturing review found no other complaints for this failure mode made against the lot of impella pumps. Failures of this type will be monitored and trended. (B)(4).

Event description:
A (B)(6) male was admitted with influenza. Upon admission to the hospital he had a cardiac catheterization which revealed multivessel coronary artery disease, had an impella cp placed for support, and an angioplasty was performed. During the overnight hours in the ICU, the patient developed a hematoma at the groin site and he became hypotensive. Volume, in the form of IV fluids, and blood was given to the patient and the team explanted the impella cp with the help of the surgical team. The patient had a new impella 5.0 placed axillary and his hemodynamic support continued.